Event description:
It was reported that the customer was taken to urgent care due to blood glucose levels greater than 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. After the high pressure test, the mother stated that the insulin pump began delivering insulin without any input from the customer. Advised the mother that the insulin pump would be replaced. Later, the mother called to report a hospitalization on (B)(6), 2013 due to high blood glucose levels of 450 or 470 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.